Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump alarmed? No disposable, clamp tubing. It was reported the device also exhibited air in the line. Per reporter residual volume was: 69.7, rate 2 and 21.05 was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).